Manufacturer narrative:
Device evaluation confirmed the reported issue. The device upon evaluation determined a full internal buffer causing error and a worn out video connector latch causing the loss of image. In addition, corrosion on usb drive connector board and cable causing unit to be unable to capture into usb drive were observed. The device was noted to be running an old software version and needs to be updated. The main switch was observed to be an old version and the sdi1 connector on cm board was found damaged. The device was placed for repair. Based on evaluation findings, reported issue was confirmed. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
It was reported that during preparation for use the device exhibited no image giving an internal buffer error message and would not save images. The device was not used to complete the procedure. No patient involvement on this event reported. No user injury reported.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, the latch of the video connector receiver has likely worn out due to repeated use for a long time. Handling of the device is described in the instruction manual and this may prevent event, "do not apply excessive force to this video system center and/or other instruments connected. Otherwise, damage and/or malfunction can occur." Additionally, the corrosion on the printed circuit board likely occurred when the user used the device in a highly humid environment for a long time or left the product wet. Per the legal manufacturer, the other device defects included in the initial MDR (outdated software and main switch) have no potential to cause or contribute to death or serious injury if the malfunctions were to recur.